Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were sticking and not responding and the insulin pump alarmed button error. Blood glucose value is unknown. The customer did not have the insulin pump at the time and stated she would call back to troubleshoot.